Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x20mm stent delivery system was returned for analysis. A visual examination of the crimped stent found stent strut row 1 on the proximal end of the stent was lifted and bent back in a distal direction. The undamaged stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 29mar2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, de novo target lesion was located in the non-calcified left circumflex artery (lcx). After engaging a 6f 3.5 xb guide catheter and crossing a non-bsc guide wire, pre-dilatation was performed using 2.5x12mm emerge balloon catheter at 14 atmosphere for 30 seconds and a 2.75x20mm emerge at 8 atmospheres for 30 seconds. Subsequently, a 3.00 x 20mm synergy¿ stent was advanced but failed to cross the lesion. Dilatation was repeated with a 2.75x20mm emerge balloon catheter but still could not cross the lesion after many attempts. The procedure was completed without stenting. No patient complication were reported and the patient's status was stable. However, returned device analysis revealed stent damage.